Event description:
It was reported that whether there were changes in product quality and material. In ureteral lithotripsy, after the guidewire was inserted, the guidewire sheath was found to be curled after it was found difficult to push the disposable flexible lens, the problem was temporarily solved by replacing it with another batch. Patient had been exposed to body fluids. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 nitinol guidewire in open packaging. Removing guidewire from guidewire holder no bend was present along guidewire. However, flaking and barbed sections were present on guidewire. Also received 2 photo samples that show the top view of the guidewire. Based on the physical sample received the reported event is unconfirmed. No additional actions are required at this time since root cause was not identified. A labelling and DHR review were not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that whether there were changes in product quality and material. In ureteral lithotripsy, after the guidewire was inserted, the guidewire sheath was found to be curled after it was found difficult to push the disposable flexible lens, the problem was temporarily solved by replacing it with another batch. Patient had been exposed to body fluids. It was unknown what medical intervention was provided. Per investigator's notification received on 20feb2025, it was reported that flaking was found during sample evaluation.